Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was also confirmed that a design change was implemented to enhance the operational amplifier on the dr board on april 16, 2018. Devices included in this design have been shipped since june 13, 2018. Based on the results of the legal manufacturer's investigation, the device was manufactured prior to the design change (see h4) of the dr board in the patient board set, and the dr board failed. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of live image problem was confirmed due to faulty dr board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center live image dark shadow is skewed. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.